Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: intra-operatively in a gastric bypass, the device suture broke off into the anastomosis, the decided to leave the suture instead of reopening the bowel of the patient.